Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded several signal artifact monitoring (sam) episodes from the right atrial (ra) lead channel. In addition, undersensing was also detected in the ra. As a result, the ra lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.